Manufacturer narrative:
Product complaint # (B)(4). Note: events reported in 2210968-2021-02008, and 2210968-2021-02009. A manufacturing record evaluation was performed for the finished device batch qlmarm, j493g and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental med watch will be sent. What was being done when the pull off occurred? (E.g. Removal from package, during passage through tissue, during tying, etc). What tissue was being approximated or sutured when the pull off occurred? How was the procedure completed? Procedure name and date? Device return status/follow up? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture pulled off the needle. There were no adverse patient consequences reported. No additional information was requested.